Event description:
Balloon dilated for prolonged time requiring 12 psi to deflate balloon. Pts vital signs were stable. (Difficulty deflating balloon) deflation was achieved via balloon rupture with subsequent removal through the guiding sheath.